Event description:
Hcp reported the patient had a catheter revision due to catheter disconnect. The catheter was explanted and replaced in 2003. A follow up report will be sent when additional information is obtained.